Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: mach 1. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Although nc tenku is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo concentric mid left anterior descending artery that was 90% stenosed. A 2.5 x 15 mm nc tenku balloon catheter was being used for pre-dilatation when the balloon ruptured during the first inflation at 6 atmospheres. Another nc tenku was used for pre-dilatation. An unspecified stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.